Event description:
The patient was undergoing a tooth extraction procedure when the handpiece overheated, and the patient received a minor burn on their lip. The patient is reported to have healed normally without need for additional medical treatment.